Event description:
The customer contact reported the patient received more medication than intended. At 1950, the device was programmed to deliver propofol 1 gram/100ml, with a dose of 10mcg/kg/min, to be delivered at a rate of 6 ml/hr, with a vtbi (volume to be infused) of 100 ml and the delivery was started. No further programming parameters were provided. At approximately 2000, the device alarmed that the delivery was complete. At this time, the nurse noted that the propofol container was empty and that "107ccs" had infused. The patient was reportedly "extremely sedated" and had a "very low b/p." The delivery was stopped and the physician was notified. The device was removed from clinical service. At 2025 using a replacement device, the patient was treated with unspecified concentration of dobutamine at a dose of 5 mcg/kg/min. At 2029, the patient was treated with 0.5 ml on an unspecified concentration of epinephrine IV push. At 2224, the patient was transferred to the intensive care unit. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.